Manufacturer narrative:
The alarm trace and pre-analytical sample handling did not indicate an issue. The root cause of the issue could not be determined. The investigation did not identify a product problem.

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result from the cobas 6000 e601 module. On (B)(6) 2021, the patient's sample had an initial result of 7930 miu/ml. This result was reported outside the laboratory. The patient went to another laboratory at an unknown date and obtained a result of 16000 miu/ml by an unknown method. Upon the patient's query, on (B)(6) 2021, the original sample at the laboratory was rerun on the same cobas 6000 e601 analyzer and the result was 14894 miu/ml. The reagent lot number and expiration date were asked but not provided.